Event description:
The customer observed discrepant hemoglobin results on cell-dyn ruby analyzer for one patient. The results provided were: initial=7.4 g/dl /repeated=7.8 g/dl /repeated on another ruby (B)(4)=9.4 g/dl /repeated=9.8 g/dl there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the site visit by the field service engineer (fse) the analyzer was inspected and discovered found that the hgb output voltage was outside of specifications. Field service replaced the assy, hgb flow cell, cdruby, rohs, list number 8921292204, lot number unknown. The replacement of the assy, hgb flow cell which resolved the issue. A review of the cell-dyn ruby system operator¿s manual (9212934g¿november 2017) found in section 10, "troubleshooting and diagnostics". The following statements: "generally, conditions that are instrument- or reagent-related will occur on all samples, including controls. Therefore, if a problem is detected or suspected, it is important to confirm instrument performance by rerunning controls.... If assistance is needed for any technical or operational problems, call your local country service and support center." This section also provides steps for "troubleshooting imprecise or inaccurate data" including how to gather data and review the x-b tab from the moving average program to verify that the hemoglobin reference values are within 2050 +/- 250. These steps instruct the operator to check the hemoglobin flow cell if the reference value is below 1800 and to call their local country service and support center if the reference value is greater than 2300. Labeling was found to be adequate for the complaint issue. Based on this investigation a product deficiency was not identified for cell-dyn ruby analyzer, list number 08h67-01, serial number (B)(6) or assy, hgb flow cell, cdruby, rohs.